Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no geometry movements. The fse did system troubleshooting and found that the 24 volt supply in the r-cabinet was not working. The output supply of 24 volts was not possible even after measuring it at 230 volts. The fse replaced the 24 volt supply and the replacement details are available in the tw pr ID (B)(4). After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips the they geometry movement was partially available. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and determined the 24 volt supply was defective.